Manufacturer narrative:
(B)(4). Batch # t5au4x. Investigation summary: the analysis showed that the ats45 device was received with no apparent damage and with a tr45w cartridge loaded in the device. The reload was received with the right side was partially fired ½ and the left side was fully fired and with the reload lockout spring broken. The cartridge was disassembled to verify the condition of the internal components, the right sled and the inner row were found damaged. In addition, the device was tested for functionality with a test cartridge and achieved its firing sequence without any difficulties and the staples meet the staple form release criteria. The damage to the reload lockout spring and sled is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the device blocked intraoperatively and did not trigger. No staple line was deployed and the device did not cut. Instrument could be easily opened and removed from the tissue. An additional device was opened and the op ended with no influence on surgery and patient safety.